Event description:
No perforation to left ventricle (lv) it was reported that the perclose was ripped out of the femoral artery from improper placement. Patient went comfort measures prior to going to surgery for vascular repair or any other life saving measures. Unknown if blood products given. Systemic heparin was never initiated.

Manufacturer narrative:
B5 updated with additional information.

Manufacturer narrative:
H6: updated codes based on the results of the investigation. H11: updated based on the results of the investigation. Investigation summary: access site adverse event (major bleed): the root cause of the access site bleeding was most likely use related based on the provided clinical details. Clinical rationale: impella cp implanted in 80-year-old male presenting with cardiogenic shock. Prior to implant the provider attempted to preclose and bleeding was noted from the femoral artery. The peel away sheath was inserted and bleeding was still present. Post procedure there was bleeding at the groin site. Hemostasis was achieved with manual pressure. Based on the findings, an access site bleed was noted and this is a known risk per our IFU because of our anticoagulation and purge requirements and it is unknown if access best practices were followed, however it is important to note that oozing resolved with standard troubleshooting. The death is conservatively being reported to the impella cp but is unlikely a contributing factor and is most likely attributed to patients underlying critical condition as they presented in scai stage d shock on multiple inotropes and pressors and was ventilated for respiratory support.

Manufacturer narrative:
The impella device was not received from the customer; therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
It was reported that during implantation of an impella pump the patient experienced bleeding from the femoral artery and the groin site. The provider stated that he felt that he created a hole in the artery bigger than the peel away sheath. Hemostasis was achieved with manual pressure. The patient was in stable condition.